Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107, service code 204, adjust belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to connector j704 on the distribution node pca. The connector was heavily contaminated. The root cause for the contamination was ingress of an unknown foreign material. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it was causing a service code 107, a service code 204, and frequent adjust belt messages.